Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed leakage of cerebrospinal fluid. A blood patch was administered and the symptoms resolved. Follow-up indicated that the patient had a successful trial and will be implanted with the permanent device. There have been no reports of further complications regarding this event.